Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "does not recognize a closed door". The evaluation found that the force required to secure the door was above expected levels. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no patient injury.